Manufacturer narrative:
Unit received with stripped battery cap coin slot. Unit received with cracked battery tube threads and lcd display window. Unit received with minor scratches on lcd display window.

Event description:
It was reported that the customer was trying to change the battery but could not open the battery cap. The customer's blood glucose was 240 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer stated that she was unable to remove the battery cap with neither a quarter nor a large, flat-head screwdriver. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump if the battery was low and revert to a back-up plan per healthcare provider's instruction. Advised to monitor the insulin pump closely if they continued to use it. Advised customer that a replacement insulin pump would be sent. Nothing further reported.